Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm012.6, -15.50/1.5/068 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023 the lens was explated due to lens rotation not associated to a low vault. A replacement lens of longer length was later implanted but the problem did not resolve.